Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was implanted yesterday, and that same evening the patient was shocked 11 times for slow ventricular tachycardia (vt) in the vt-1 zone at 120 bpm. The anti-tachycardia pacing (atp) therapy was not effective, and actually accelerated the vt rhythm. The patient can tolerate the slow vt well, so they reprogrammed to get rid of the vt-1 zone so the device will now treat in the vt zone at 170 bpm. The device remains in-service. No adverse patient effects were reported.